Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka had been performed, the patient experienced instability approximately two years post-op. This adverse event was addressed by revision surgery on (B)(6) 2022, to exchange the lgn ps high flex xlpe sz 1-2 11mm. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, approximately two years after a total knee arthroplasty had been performed the patient experienced instability. A revision surgery was performed on (B)(6) 2022, to exchange the lgn ps high flex xlpe sz 1-2 11mm. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone, this has been identified as postoperative warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.